Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient programmer was not turning the implant off and had not been able to turn of the ins since (B)(6) 2018. The caller reported the patient programmer kept showing the splash screen. The caller stated she replaced the batteries on the day of the call. The caller was not with the patient or the patient programmer to troubleshoot during the call and planned to call back. No out of box failure was reported. No medical/therapy problems, symptoms, or complications were reported or anticipated.